Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead after hearing the patient alert for several hours. It was also reported the rv lead had potential oversensing; and at change out with the analyzer the rv lead had intermittent capture at 5.0 volts at 0.5 milliseconds and the r-waves were 1.4 millivolts. The rv lead was explanted and replaced. The lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned and analyzed. It was noted there was intermittency between the pin and cap on the is-1 connector. The distal conductor was distorted. There was environmental stress cracking on the outer tubing overlay and a cosmetic depression on the outer insulation.